Manufacturer narrative:
Literature citation: valdivia-correa b, reynier-garza v, chávez-tapia n, alanis-estrada g, araiza-garaygordobil d. Insuficiencia cardiaca aguda posterior a derivación portosistémica transyugular intrahepática corregida por medio de oclusión transitoria con globo. Revista de gastroenterología de méxico. 2021;86:195-197. Doi: 10.1016/j.rgmxen.2021.03.001.

Event description:
This information was received through literature article "acute heart failure following transjugular intrahepatic portal-systemic shunting corrected through transient balloon occlusion" published in revista de gastroenterología de méxico, vol. 86. Issue 2. (April ¿ june 2021). This article reports that a patient underwent a transjugular intrahepatic portosystemic shunt (tips) procedure using a gore® viatorr® tips endoprosthesis to treat cryptogenic cirrhosis and related symptoms. Twenty-four hours after tips placement, the patient presented with dyspnea at rest and jugular venous pressure was markedly elevated. The abdomen was distended, with tense ascites, and no peripheral edema was present. A chest x-ray identified a pleural effusion. A follow-up transesophageal echocardiogram revealed right cavity dilatation, paradoxical septal movement, severe tricuspid regurgitation, reduced tricuspid annular plane systolic excursion, increased filling pressures, and a pulmonary arterial systolic pressure of 40mmhg. No response to diuretic and vasopressor treatment was observed. Due to clinical deterioration 72 hours after the original tips placement, a balloon occlusion was performed. The patient¿s condition gradually improved, and she was discharged from the hospital. During follow-up, there were no signs or symptoms of heart failure and a normal echocardiogram was documented. 2203-a:-other (symptomatic heart failure). 2203-a:-other (pericardial effusion).

Manufacturer narrative:
H6: added a component code.